Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (service code 204) was confirmed. Upon investigation the electrode belt was intermittently unable to communicate with a monitor. The cause for the failure was isolated to an intermittently open black (main batt) wire in the trunk cable. The root cause for the intermittent open wire was excessive force. No adverse event resulted from the open wire.

Event description:
A us distributor reported a patient's electrode belt sn (B)(4) was causing a service code 204 (belt unusable).